Event description:
It was reported that a promus stent was implanted in an unspecified vessel in (B)(6) 2009. In (B)(6) 2012, the patient began experiencing back pain. The patient received an injection of unspecified medication at a back clinic. Later, the pain moved to the shoulder and then radiated to the chest. Echocardiogram was performed in (B)(6) 2012 and all results were reported as "fine and well". The patient began to feel better and was able to do some exercises. Within the past five months, the patient has been experiencing back pain again, had a severe nose bleed, and some intense fatigue. On (B)(6) 2013 magnetic resonance imaging (MRI) was performed and results are pending. The patient has no history of hypersensitivity. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, fatigue, hemorrhage, and pain, as listed in the electronic promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.